Event description:
It was reported that the patient underwent a mitral valve repair. During prep. The catheter worked fine. Once the device was inserted the balloon would not inflate. The lumen for the balloon appeared to be occluded and they could not infuse fluid. The catheter was removed and a second device was used to complete the case. There were no adverse patient consequences.